Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. During evaluation of the device, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to premature wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the electric pen drive device ran in the locked position and had excessive noise. It was further determined that the device failed pretest for check function and direction of rotation. It was noted in the service order that the device did not function. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.